Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump error during normal use. The customer was assisted with troubleshooting via self test and the insulin pump did not pass the self test. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with constant alarm and unable to communicate to blood glucose meter, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.